Event description:
Mayfield placed on head by physician. Then the patient's head slipped out of pins due to mayfield locking system failure. Patient's scalp torn out 5 or 6 cm. Physician stapled scalp.